Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and a barbed suture was used. During the procedure, the fixation tab could not be caught on the tissue, thus, the whole suture slipped out of the tissue. The surgeon opined that the fixation tab might have been smaller. Another suture was used. The lot number is unknown. There were no adverse patient consequences reported. No additional information was provided.